Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the liner would not seat down on the stem during surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical product - humeral stem non-porous 14 mm stem diameter 130 mm stem length catalog #: 00435001413 lot #: 63012848. The liner was received for evaluation. Due to the item being autoclaved before return accurate dimensional specifications cannot be performed. It was found that the locking tabs were deformed and their were witness marks at the slot that accepts the anti rotation boss of the stem. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. The marks at the slot indicate that the liner was not aligned properly as stated in the surgical technique. The surgical technique states, "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." Therefore user error is the assigned root cause.